Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing low blood glucose level. Blood glucose level at the time of the incident was 43 mg/dl. Customer was treated with food. Customer stated insulin pump was over bolused. Customer stated retainer ring and insulin pump battery compartment had crack and reservoir was unable to lock in place when inserted into insulin pump. It was unknown that customer was using auto mode or not. Customer performed troubleshooting for low blood glucose level. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.